Event description:
The customer reported to olympus, the ultrasonic bronchofibervideoscope had no image when being used with the video system center and light source. Also, the white balance failed to complete and there was no picture, but the screen did have the information overlay such as patient name, dob, etc. The issue was found during navigational bronchoscopy, ebus, aspiration needle biopsy procedure. The procedure lasted 1.25 hours and was prolonged by a few minutes due to using another tower and scope to complete the procedure. The customer noted that if they continued to have this issue and they may have to cancel procedures, so they would like an in-service to troubleshoot the problem. There were no reports of patient harm. Additional reports were created since the scope, video system center and light source were used in combination when the event occurred, and the issue occurred twice. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with the olympus technical assistance center (tac), the customer reported that they had swapped the video system center, but continued getting the same issue. A white balancing incomplete message was displayed and there was no image. The customer was able to get an image after unplugging and reseating the light source cables. No further action was required since the image issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the reported failure could not be confirmed. Therefore, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.